Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that during a sheathless stenting procedure of a leg graft, the endovascular stent graft could not be deployed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system revealed that the stent graft could not be deployed completely due to a stent graft strut perforating the distal outer sheath of the delivery system. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy or challenging stent placement site leading to increased friction and subsequent deployment difficulties. In this case, no information regarding the vessel anatomy was provided. Not using an introducer sheath may be another contributing factor to tip damage and subsequent perforation. As reported, no introducer sheath was used during the procedure. Insufficient flushing of the device prior to use may be a further contributing factor to increased friction and subsequent device damage. In this case, no information regarding the preparation of the device was provided. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU indicates: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." In addition, the IFU states that an introducer sheath of appropriate inner diameter is required for the procedure.

Event description:
It was reported that during a sheathless stenting procedure of a leg graft, the endovascular stent graft could not be deployed. There was no reported patient injury.